Event description:
Drug/diluent: 5fu, 50 mg/ml and ns 120 ml. Fill volume: 240 ml. Flow rate: 5 ml/hr. Procedure: not provided. Cathplace: PICC end svc. It was reported that a patient reported an eclipse completed 10 hours early. No adverse signs or symptoms reported. No medical intervention needed. Patient's current condition was reported as no change. Date pump was filled: (B)(6) 2014, infusion ended (B)(6) 2014. Incident/defect noticed: (B)(6) 2014 - reported in the am.

Manufacturer narrative:
Method: the actual device was returned for an evaluation and investigation. A visual inspection was performed and a review of the device history record (DHR) was performed for the reported lot number provided. Results: at this time the evaluation and testing of the device is still in progress. Per the DHR review the device meet all manufacturing specifications at release. Conclusions: a conclusion is not yet available as the device is undergoing an evaluation and testing has not yet been completed. Once the investigation and evaluation are completed a follow up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.